Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. The device had no telemetry upon return. Engineering calculations confirmed the longevity of this device was not as expected. The device case was opened. An external power supply was connected to the device and the electrical current was monitored. During the monitoring process a high current condition was observed. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within an integrated circuit. This anomaly causes a high current drain, which over time resulted in a completely depleted battery resulting from a condition caused by a poly-poly cap defect in the device.

Event description:
Boston scientific received information that during pre-implant testing this device was unable to be interrogated with a pacing system analyzer (psa). The device was placed back into the box and sent to boston scientific for analysis. No adverse patient effects were reported.

Event description:
We inadvertently reported that the device could not be interrogated by a pacing system analyzer (psa) however this was inaccurate. The device could not be interrogated by a programmer during pre-implant testing.

Manufacturer narrative:
(B)(4).